Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated that he has a commode and the seat keeps cracking. He states that he is only (B)(6). He stated that the seat is cracked in two places he stated that is cracked about 6 inches from front to back on the right side and cracked in the left front corner. He stated that he has only had this last seat for about 2 or 3 weeks. The end user stated that he has had bottom pinched because of the seat being cracked but has not had to seek medical intervention. The end user also stated that the paint on the commode chips easily. No additional information provided.